Event description:
A consumer reported an event with band-aid waterproof tough strips. Consumer reported he had used band-aid twice, once on his leg and once on his forearm. It was reported that, consumer started using band-aid around six months ago. The location where the adhesive was on his wound got infected. The consumer visited his doctor and was prescribed amoxicillin for treatment. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00026. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab tough strips waterproof ex lg 10s USA 381370055662 8137005566usa 8137005566usa, lot number 0202b. UDI #: (B)(4), upc #: 381370055662, lot #: 0202b and exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00026. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on january 20, 2022. This is two of two follow up medwatches being submitted as two devices were involved in this event. The same patient is represented in each follow up medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.